Event description:
Correction: customer reported that they were hospitalized on (B)(6), 2022 at 21:00 for high blood glucose of 600mg/dl. The hospitalization was the medical intervention. Customer had extreme thirst and was weak. Customer treated with manual injection. Hospital gave them insulin drip. Customer alleged under delivery. Transmitter was lost in the hospital. Pump was used at the time of the incident. Sensor was used. Pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in initial report. The information has been provided in section b5 and h6 in hecc and heic with this report.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked/dented belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see the boluses listed on the event date 30-oct-2022 in the pump history file. On (B)(6) 2022 11:30:40.000. Normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.9. Bolus amount delivered = 2.9. On (B)(6) 2022 14:15:16.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.8. Bolus amount delivered = 2.8. On (B)(6) 2022 16:30:10.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 2.9. Bolus amount delivered = 2.9. On (B)(6) 2022 17:53:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.1. Bolus amount delivered = 1.1. On (B)(6) 2022 21:03:30.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3.5. Bolus amount delivered = 3.5. There was no auto suspend alarm noted on the pump history file. There was no user suspended alarm noted on the event date 30-oct-2022 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 30-oct-2022. On (B)(6) 2022 00:00:00.000 daily totals. Event type = 60. Daily total collection start time = on (B)(6) 2022 00:00:00.000. Daily total of all insulin delivered = 28.625. Daily total of basal insulin delivered = 12.225. Daily total of bolus insulin delivered = 16.4. Please see below for the pump errors/alarms noted 1 week prior to the event date 30-oct-2022 in the pump history file. On (B)(6) 2022 13:50:00.000 alarm alert notification. Fault number = lost sensor 1 alert (780). On (B)(6) 2022 14:12:00.000 alarm alert notification. Fault number = lost sensor 2 alert (781). On (B)(6) 2022 15:01:26.000 alarm alert notification. Fault number = no delivery (7) - during bolus. The pump properly paired with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lost sensor alert not confirmed. No delivery alarm not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer experienced hyperglycemia with the blood glucose value of 600 mg/dl and reported under delivery of insulin. The current blood glucose value was 189 mg/dl. Troubleshooting was performed. Customer was hospitalized and treated with intravenous insulin drip. Customer does not report any symptoms related hyperglycemia event. The pump was used with in the 48 hours of the reported event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.